Manufacturer narrative:
Section h4 (device mfg date) was updated, as it was incorrectly documented in the previous (initial final) report. The reported reader ((B)(6)) was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and a damaged usb port was observed. The reader did not power on with button press, strip insertion, or usb cable insertion. The damaged usb port prevented the customer from charging the reader, which led to the customer observing a blank screen when the battery died. The complaint was not confirmed due to a use issue, no malfunction or product deficiency was identified.

Event description:
A battery/no power issue was reported with the adc freestyle libre reader. A caregiver reported that the customer is unable to test due to the reader not powering on with button press or test strip insertion. Furthermore, the reader was not charging. It was further reported the customer experienced symptoms described as ¿cognitive level impaired and inability to answer questions¿ and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and treated with oral glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc freestyle libre reader. A caregiver reported that the customer is unable to test due to the reader not powering on with button press or test strip insertion. Furthermore, the reader was not charging. It was further reported the customer experienced symptoms described as ¿cognitive level impaired and inability to answer questions¿ and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and treated with oral glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this event.